Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed along the right side and center of the lcd touchscreen display. Further testing found evidence of corrosion due to fluid ingress on the lower left, and right bottom corner on the touchscreen and front bezel, which may have contributed to the customer's report and altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.